Event description:
This lead was implanted on (B)(6) 2004. A call to technical services on 9/19/11 states that there is noise on all 3 channels. Markers stating tn. Discussed telemetry noise and discussed troubleshooting for cleaner readings. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).